Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. T-wave oversensing was observed on the right ventricular (rv) lead. Reprogramming was performed to change the sensing vector. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.